Manufacturer narrative:
The bur subject to this event was not returned for evaluation, however through investigation, it was reported that the surgeon noticed after the event that the wrong bur was used. The use of an incorrect bur may have potentially contributed to the reported failure. The quality investigation is complete.

Event description:
It was reported that during procedures the surgeons felt that bur was burning the bone. It was further reported by the stryker representative that the wrong bur was being used and the correct bur is now being used. There was no patient impact, medical intervention or surgical delay as a result of this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during procedures the surgeons felt that bur was burning the bone. It was further reported by the stryker representative that the wrong bur was being used and the correct bur is now being used. There was no patient impact, medical intervention or surgical delay as a result of this event.